Manufacturer narrative:
If information becomes available will update the file accordingly. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that multiple tubing sets leaked.

Manufacturer narrative:
The customer¿s report of multiple tubing sets leaking was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a small tear on the distal tubing 1 inch above the male luer component. The tear site was smooth and had extended across the tubing parallel to the fluid path. The tear was measured to be 0.012 inches wide and residual dark fluid was observed at the distal tubing. No other anomalies were observed. Functional testing was deemed unnecessary due to the tear. A leak would occur. The source of the leaks for sets 1-2 was due to tubing tear damage. The root cause of the tears could not be determined. A device history record could not be performed due to no lot numbers were provided by the customer.

Event description:
It was reported that multiple tubing sets leaked.